Event description:
Pt for CT guided drainage of intra abdominal abscess with catheter placement. The radiologist dilated the tract and when trying to place the catheter, he stated that he met resistance and upon trying to remove the catheter, the tip broke off. He was able to retrieve the tip and both the two pieces of the tip and the catheter were sequestered. The procedure continued successfully with placement of another brand catheter.